Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope had an image anomaly snow effect. The issue occurred during preparation for use, and no patient involvement was reported.